Event description:
The clinician reports the implant was inserted 2019-11-26 in ada 8. Details of surgery: ridge augmentation. On 2021-12-21, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.